Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser energy with the system. Procedure details and patient impact have not been provided. Additional information was requested

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. The energy values were measured and were out of range. The company service representative performed photo monitors (pmons), adjustment in ports 1 and 2 and calibration. The system was then tested. And met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal component wear/reliability, as the pmons were readjusted to resolve the issue. The manufacturer internal reference number is: (B)(4).